Manufacturer narrative:
D2b - additional pro code (product code): dqy.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vein. A 6.0mm x 100mm x 50cm athletis pta balloon dilatation catheter was advanced. However, during the first inflation at 34 atmospheres for 40 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition post-procedure.